Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 18285553.

Event description:
It was reported that the patients contacts were out and had high impedances in port c despite a reprogramming attempt. The patient underwent a revision procedure wherein one lead was explanted and the ipg was replaced. The patient was doing well postoperatively, and the explanted devices were discarded per hospital policy.